Event description:
It was reported that after a procedure, it was observed that the patient had a minor burn. An ointment was used to heal the burn. The procedure was completed successfully without a delay.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that after a procedure, it was observed that the patient had a minor burn. An ointment was used to heal the burn. The procedure was completed successfully without a delay.